Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/24/2024, it was reported by a sales representative via email that an ar-3652ttsp fibertak rc inserter bent while it was malleted into the bone. The anchor did not make it into the bone and was unable to be used due to the inserted bending. This was discovered during a procedure on (B)(6) 2024. Additional information received on 10/30/2024: this was discovered during an rcr procedure. The case was completed using another ar-3652ttsp fibertak rc. The case was delayed approximately one to two minutes. Enough anesthesia was administered for those extra minutes.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse due to applying excessive mechanical forces upon insertion, improper bone prep and/or prying/leveraging the device during use.